Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from the importer report: add'l info has been requested, but not rec'd.

Manufacturer narrative:
(B)(4). Add'l info from the importer report: date of this report: 01/15/2013; brand name: uretex sup urethral support system; cat#: 485013; (B)(6).